Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer alleges insulin pump was over delivering insulin because it was still giving insulin when they had suspend on low. Customer stated that their blood glucose level was 330 mg/dl and they treated with insulin pump and then blood glucose went to the 30 mg/dl. Then customer ate and blood glucose level was 138 mg/dl. After that blood glucose level went to 40 mg/dl and 50 mg/dl then they put it on suspend and blood glucose went to 30 mg/dl. Then they treated with bread and sugar then blood glucose level was 58 mg/dl then it rises to 318 mg/dl and 330 mg/dl. Customer stated that they experienced high blood glucose and took insulin with the insulin pump and dropped low and insulin pump was suspended and they continued to go low. Customer stated that drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.